Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment and part replacement. Installed the new mvs raid computer. With the first shipment, tried to retrieve the patient data from the old non bootable mvs computer. This caused a raid corruption on the new shipped unit and the part had to be reordered. He then installed the second unit and copied all ip addresses, and dr list to the unit and verified with I/t. Completed the calibrations on the pm and tested the accuracy that was restored from the universal serial bus (usb). The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. Both of the mvs computers were returned to the manufacturer for analysis. Investigation of the replaced mvs computer confirmed reported problem "no boot up, there is an orange fault light lit on the computer." Mvs computer won't boot up, at power on, orange fault light is solid on. Investigation found that there was an electrical failure mode, no power. The investigation of the second mvs computer found that at power on, windows corrupt file error was displayed. C1 amber light was solid on. While trying to retrieve patient data, the medtronic representative deleted d drive. The software failure mode was a corrupt os. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(6). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that on attempt to boot, the imaging system mobile view station (mvs) computer was not launching the os. While troubleshooting, the medtronic representative checked all video and power connections. The computer fan was running, indicating that it has power, but it was also noted that there was an orange fault light lit on the computer. He suspected that the probable cause was computer malfunction. There was no patient present when this issue was identified.